Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that cable require reset. A field service engineer replaced tie wraps on pyxibus cable to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the device not detected on the bus. The customer reported that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.